Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and will not be returned. Additional information was received that the patient did not like the tingling sensation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7083232/7083368.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and will not be returned.